Manufacturer narrative:
Evaluation anticipated, but not yet begun. The affected printed circuit board was returned to the manufacturer and is under evaluation at the time of this report.

Event description:
During preventive maintenance, the pump system displayed evidence that the status of the backup battery could not be reliably determined. A printed circuit board was replaced, and the device performed according to specifications.